Event description:
It was reported that shaft break occurred. The target lesion, which exhibited 80% stenosis, was located in the moderately tortuous and moderately calcified left anterior descending artery. A non-boston scientific 6f guide catheter and percutaneous transluminal coronary angioplasty wire were used to cross the lesion, and pre-dilation was performed with a 2.5 x 10 mm semi-compliant balloon. A 2.75 mm x 24 mm promus premier drug-eluting stent was then advanced for treatment; however, it failed to cross the lesion. Despite several attempts to advance the device, it failed, resulting in a broken shaft. The device was removed, and the procedure was successfully completed with a non-boston scientific device. No complications were reported in the patient following the procedure.